Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device a bend was identified at 3 cm, which is distal to the transition point. The device did not meet specification for curve in the d direction; however, the device met the planarity specification. The device did not meet curve or planarity specification in the f direction. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. Do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the electrophysiology catheter was not deflecting properly. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.